Event description:
It was reported that a one-link extension set was unable to prime. The drugs that were to be administered were lactated ringers. There was no patient involvement as the event occurred during priming. There is no additional information available.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested by simulating use with in-house medication sets and solutions. The device operated within the desired product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.